Manufacturer narrative:
This lead was capped and replaced due to inappropriate therapy and high impedance over 3000 ohms. Inappropriate therapy occurred between (B)(6) 2019 and (B)(6) 2019. Event date has been updated to (B)(6) 2019. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Representative reported patient received 45 inappropriate shocks due to lead noise. Lead was capped and replaced. Should additional information become available, this file will be updated.